Manufacturer narrative:
The reporter informed the isi field service engineer (fse) of the reported event. At this time, the additional fse investigation has not been completed. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No system logs for the reported event date were available for review. In addition, no image or video clip for the reported event was submitted to isi for review. This event is being reported because a system issue that occurred during a procedure resulted in the da vinci-assisted procedure being converted to laparoscopic surgery. While there was insufficient information provided to determine why the conversion was made, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope was not working and displayed an error for not being recognized. The customer switched to a second sp camera from sterilization, but the issue persisted. The procedure was converted to laparoscopic surgery. Intuitive surgical, inc. (Isi) has attempted to follow-up with the customer to obtain additional information related to the event. As of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when starting a da vinci-assisted thoracic surgical procedure, the camera self-test issue occurred. Isi technical support was contacted for troubleshooting, but the issue was not able to be resolved. The customer was advised to change to a backup camera. The customer tried to switch to another camera to continue with the surgery; however, no other cameras were sterilized and available for use. The da vinci procedure was aborted since no backup camera was available, and the procedure was performed laparoscopically. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. However, the fse did not find any physical issues. The system has been operating without any malfunction. At the time of the event, the customer could not ready the sp camera for surgery. There were no system issues identified. Additional information can be found in the following fields: h10 corrected information can be found in the following fields: b3 (event date) and e1 (site name).

Event description:
Refer to h10/h11 for follow-up information.